Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high impedance measurements. The atrial lead exhibited noise. The leads were successfully explanted and replaced. The patient was asymptomatic before, during and post surgery. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis found an external abrasion which breached the outer insulation and exposed the outer coil at 17.5 cm to 19.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against the device can. This contributed to the reported noise. All other damage found was consistent with that occurring at the time of the surgical procedure.